Manufacturer narrative:
Age at time of event: over 65 years. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. Impedance testing finds this catheter is capable of producing a good image. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the distal part of the catheter was broken and separated. The 65% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending coronary artery. During percutaneous coronary intervention, an opticross¿ coronary catheter was used for intravascular ultrasound. The physician experienced resistance and difficulty when advancing the device. It was noted on angiography that the distal part of the catheter was broken and separated from the rest of the catheter. It was floating inside the guide catheter. The entire system including guide catheter was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status is stable.

Event description:
It was reported that the distal part of the catheter was broken and separated. The 65% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending coronary artery. During percutaneous coronary intervention, an opticross coronary catheter was used for intravascular ultrasound. The physician experienced resistance and difficulty when advancing the device. It was noted on angiography that the distal part of the catheter was broken and separated from the rest of the catheter. It was floating inside the guide catheter. The entire system including guide catheter was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status is stable.